Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). In a follow up with the facility, the reporter stated that the health care practitioner reported that an air bubble pulled past the pump almost reaching the pt, and the pump did not alarm. The reporter said she has received a couple of complaints addressing the same issue: however she has tested the pump herself and confirmed that the pump was working fine. The reporter has tried to replicate the same issue of the complaint and has not been able to; the air in line alarm does go off. The reporter confirmed that the pumps are working and alarming properly. The reporter stated that she suspects that the nurse/nurses are doing something wrong. The reporter has provided the pump's logs for review and is also looking for any indication as to what went wrong through the history data of the pump's logs. The pump's operational log was reviewed. The actual day of the reported event and infusion parameters were not provided by customer therefore, the last day prior to the day of the reported event was used for the log review. That day was (B)(6) 2013. On (B)(6) 2013, there were 3 occasions that the air alarm was on: 10:50:29 am and was confirmed at 10:50:36 am; 10:51:17 am and was confirmed at 10:51:20 am; 10:57:43 am and was confirmed at 10:57:48 am. There's no indication that the pump's air sensor malfunctioned. The actual pump involved in the reported event has not been returned for evaluation. Without the actual pump or infusion parameters, a thorough investigation could not be performed. However, based on the results of this investigation and the info provided by the reporter, there is no indication that the pump's air sensor malfunctioned. The pump operated as intended. No conclusions can be made regarding the cause of the event. All available info has been forwarded to the device manufacturer, if the pump is returned and/or additional pertinent info becomes available, a follow up report will be submitted.

Event description:
(B)(4).